Event description:
Patient began insulin pump therapy 6 months ago in conjunction with continuous glucose monitoring. Basal rates have been refined through frequent (monthly or every other month visits). Her hba1c improved due to consistent provision of prandial insulin. However, in the last 2 months, she has had persistent inexplicable hyperglycemia and unpredictable hypoglycemia. She has tried different types of insulin, changed infusion sets, received a replacement pump, and changed insulin cartridges. She has been using pramlintide, which is an amylin analogue, pre-prandially. Use of this medication predictably blunts post-prandial hyperglycemia for 1.5 hours when given with an extended bolus. However, for this patient, she had both hyperglycemia and hypoglycemia despite giving appropriate insulin dosages over recommended extended bolus. When not using pramlintide, she has inexplicable hyper and hypoglycemia as well, despite no change in her routine. Very close review of cgm and pump download on multiple suggest that this is a problem with insulin delivery. With inconsistent insulin delivery, there would be significant glycemic functions in response to the same combination of dose, food and activity. She will now trial a different brand of pump to support this.